Manufacturer narrative:
(B)(4). This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number (B)(4) can be removed from the FDA database.

Event description:
It was reported that a spectrum pump failed to deliver the programmed amount during preventative maintenance. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
MFR ref no: (B)(4) . The device was not returned to baxter for eval. Therefore, an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.